Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported event cannot be conclusively determined through this investigation. The controller event log file contained data spanning from (B)(6) 2020, at 08:14:00 to (B)(6) 2020 at 09:50:13, per the timestamp. No notable alarms or unusual events were recorded. The pump appeared to have been operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. Additional information was requested from the account; however, none has been provided at this time. The heartmate 3 left ventricular assist system instructions for use outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2019. Although no specific adverse events were reported, the heartmate 3 left ventricular assist system instructions for use outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump speed ramp study during a right heart catheter procedure on (B)(6) 2020 and it was observed that the patient's left ventricle was not fully unloading even after an increase in speed from 6200 to 7100. Log file review observed that there were no unusual events recorded in the log file event history.